Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by profile settings was misconfigured. A technical service engineer logs out and back into the system to load the item into the profile to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medbank system, there was medication not showing on the profile. The customer reported that unable to get medications for the patient. There were no adverse events or injuries reported based on this incident.